Manufacturer narrative:
Insulin pump was received with normal operating currents and passed the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. However, the insulin pump was missing segments due to cracked lcd zebra connector. No unexpected audio/beeping alarms or excessive no delivery alarms during testing. No audio/beep anomaly noted. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked belt clip slot, missing end cap sticker, reservoir tube window cracked, and scratched reservoir tube window.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. She was nauseous and was vomiting earlier. The customer took manual injections to treat her high blood glucose level. The insulin pump alarmed no delivery. The high pressure test passed. There was line going through the screen during the black screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.